Event description:
On (B)(6) 2010, a 27mm trifecta valve (sn (B)(4)) was implanted. On (B)(6) 2017, the patient was hospitalized for acute somnolence and fever and was diagnosed with endocarditis including staphylococcus aureus of the mitral and aortic valves accompanied by a subvalvular abscess and perforation into the left atrium. The patient was treated with antibiotics initially and follow up tee performed on (B)(6) 2017, revealed vegetation on the mitral and aortic valves. On (B)(6) 2017, the 29mm trifecta valve was explanted and replaced with a 29mm trifecta valve (sn (B)(4)). The patient had a concomitant bypass performed from the lima and lad. This adverse event which occurred 7 years after implant was reported possibly related to the study device. (Clinical study patient ID: (B)(6))

Manufacturer narrative:
An event of endocarditis and vegetation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.